Event description:
It was reported that an ilet pump became unresponsive with a black screen and would not power on even when connected to a charger; the user transitioned to backup therapy and a replacement was arranged. Symptoms included no device display or responsiveness. Outcomes included temporary interruption of ilet therapy and continued glucose monitoring with a compatible cgm application or receiver. Investigation included remote troubleshooting guidance to attempt wake and charging, confirmation of addresses for replacement logistics, provision of return instructions, and acknowledgment that device data would not transfer to the replacement and inspection of the returned device. Investigation of this device revealed a device malfunction related to the pump¿s power or display function that was not resolved through standard wake-and-charge steps. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or display failure of the device.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.